Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean specific parts of the pump, including the cartridge and pneumatic tap area, and follow on-screen instructions to successfully reload the cartridge, allowing the customer to resume insulin delivery.